Event description:
In 2007, a pt underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. A calcium shelf or pocket, at the level of the contralateral gate on the trunk ipsilateral leg component, prohibited the gate from opening. Varying techniques were attempted to open the contralateral gate without success. The pt was converted to an open repair and is reported to have tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.